Event description:
(B)(6) / a patient underwent arthroscopic repair of a vertical lateral meniscus tear approximately two years ago using the juggerstitch meniscal repair device. At the time of surgery, the device was new to the surgeon's practice, and an on-site zimmer biomet clinical representative provided technical guidance regarding its use. Two years postoperatively, the patient developed recurrent knee pain. Evaluation at another hospital, including MRI, revealed a retained metallic foreign body within the knee, reported to be consistent with a needle fragment from the juggerstitch device. The patient subsequently underwent revision surgery for removal of the metallic fragment. The fragment was successfully removed. Reporter job title: orthopedic surgeon.